Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient was at a football game and their ins turned off when they went through the security gate. They noticed their ins was off when they checked their device after experiencing a return of symptoms. The patient turned their ins back on from there which resolved the issue. They don't know when this issue occurred, but they thought it was when they had their third ins system. Prior to calling, they spoke with a manufacture representative (rep) at the hospital (for implantation of their fourth ins system) who reviewed compatibility information for walking through security gates and theft detectors. No further patient complications have been reported as a result of this event.